Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2013 and mesh was used. On (B)(6) 2013, a new operation on the same patient was necessary because patient showed a recurrent hernia. During the new operation, the surgeon found a new hernia which contained omentum in the superior part of mesh. The mesh was removed and a direct plastic of the wall was carried out. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.